Manufacturer narrative:
(B)(4). Batch # r58t90. Investigation summary ==> the analysis found that one plee60a device was returned with no apparent damage and with a gst60w cartridge loaded on the device. The cartridge was received partially fired 1/16 with the pan partially detached form the proximal end. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a robotic bypass, the staplers safety engaged and would not fire. The assistant was firing bedside and slide the reverse button to open the stapler and remove from tissue. There was no staple or cut line present. New stapler and reload were used to complete the procedure. There were no patient consequences reported.